Event description:
This report is for unknown blade. This is report 2 of 3 complaint (B)(4).

Event description:
It was reported that the patient originally had a retrograde femoral nail implanted in (B)(6) 2009. The surgeon decided to revert to a total knee and remove the nail due to discomfort. It was also reported that the patient was informed during the original implant that they would eventually be revised to a total knee. The nail was fully intact. The fracture was healed. The surgery was completed successfully with no delay. This is report 2 of 3 for file (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown blade. The femoral nail reported in initial mw is reported in the follow up 1 for MFR # 2520274-2014-00289.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.